Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance measurements, along with a suspected lead fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. It was noted beginning (B)(4) 2015, 521 ventricular sic and ventricular tachycardia (vt)-non-sustained episodes with evidence of lead noise oversensing were observed. On (B)(4) 2015, the rv pacing impedance spiked to 4047 ohms up from a trend in the 500-600 ohm range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.